Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had intermittent failure that was not detected during our testing. The insulin pump passed prime/a33, displacement and basic occlusion tests. The insulin pump has minor scratches on display window and cracked reservoir window noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 149.40 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.